Event description:
Physician was performing an ivc filter placement, inserting the filter through the wire to the intended area was done successfully. However, once placement was found the item did not deploy and would not open. The physician made various attempts to retrieve the filter, but was unsuccessful. The filter was left inside the pt to avoid risk to the pt and a new filter was placed successfully.